Manufacturer narrative:
A covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended running the device for 24-48 hrs on current settings to try and duplicate reported malfunction. Covidien ref: (B)(4)

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable during use on a pt. Although inquired, pt outcome is unk at this time.